Event description:
Ambulatory surgery requested the assistance of the gi lab to place a percutaneous endoscopic gastrostomy (peg) tube in the pt. The gi lab brought the required equipment and the peg kit including the snare. The surgeon was unfamiliar with the type and brand of the peg kit. The surgeon then opened the kit and read the enclosed instructions. The snare that came with the kit was then used to retreive the guide wire that was placed in the pt's stomach. As the scope and snare were being pulled out, the snare became loose and lost its hold of the wire, leaving the wire in the pt's esophagus. As the snare was being pulled from the scope, to exchange it for a new one, the snare came apart. A wv was then used to retrieve the wire and the peg tube was properly placed in the pt.